Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that the patient had experienced a high blood glucose event on 01-mar-2026. The reported blood glucose value was 317 mg/dl. The set was located on the abdomen. The high blood glucose remained elevated for one to two hours. The treatment for the high blood glucose was delivered by the pump. No further information available.